Manufacturer narrative:
MDR is being reported outside of the 30-day time frame because this was initially evaluated as not reportable, but later review of this complaint resulted in a determination that the event is reportable.

Event description:
A patient had essure micro-inserts placed in 2004, and for 2 years experienced intermittent left lower quadrant abdominal pain. The 3 month hsg post essure showed a perforated device in the abdominal cavity. Physician performed a bilateral tubal ligation but could not locate the device for removal. Since then, she has had CT scans and an MRI to identify a cause for the pain. One of the CT scans showed a micro-insert to be within the omentum under the left rib cage. The patient later presented to the ER with severe left lower quadrant pain, nausea and vomiting. Laparoscopy performed under fluoroscopy and was able to locate the micro-insert and remove it successfully. The patient stated her pain has resolved following surgery.

Manufacturer narrative:
(B)(4).